Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The screen was off so she changed the battery and it came back on but when she tapped the back of the insulin pump the screen went off again. Customer stated that she changed the battery and infusion set earlier today. Customer states the contacts on the battery cap are damaged. Advised the customer we will ship a replacement battery cap. Advised to insert a new aaa alkaline battery as soon as possible, if display does not return revert to a backup plan per health care professional's instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.